Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day following the implant of the transcatheter bioprosthetic pulmonary valve radiography identified frame distortion at the outflow of struts 1 and 2. Frame distortion was also observed at the inflow of struts 5 and 6. No treatment reported. No patient complications were reported as a result of this event.

Event description:
It was reported that the day following the implant of the transcatheter bioprosthetic pulmonary valve radiography identified frame distortion at the outflow of struts 1 and 2. Frame distortion was also observed at the inflow of struts 5 and 6. No treatment reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Eval code conclusion was added. Conclusion: as the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an inve stigation was required. As the device remained in the patient at the time this investigation was completed, no return product analysis was able to be performed. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There was no identified inadequacy with the device instructions for use in relation to this event. The complaint investigation determined that this event is foreseen in risk management and is included in monitoring/trending. Frame anomaly events are typically related to patient anatomical factors (ex. Calcification level, annulus anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (ex. Pre-case planning, sizing, loading, user technique, etc.). Without imaging, the reported event is unconfirmed; medtronic is unable to conclusively determine the root cause for the frame anomaly. Based on the available information and investigation activities, the reported event may have been related to the medtronic device, but the exact relationship between the device and the reported event cannot be determined definitively. With the limited information provided, a conclusive cause could not be determined. This event will continue to be monitored and trended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.